Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: ) (B)(4).

Event description:
A nurse reported that multiple knives edges were noted to be coarse during an ophthalmic procedure. There was no harm to the patient.

Manufacturer narrative:
Three opened slit knives in bp (blister packs) trays in blisters were received. The returned sample #2 was visually inspected and was found non-conforming with a damaged tip. Penetration testing could not be performed due to the damage of the sample. Samples #1 and #3 were visually inspected and were found to be conforming. Sample #1 blade was damaged during testing, therefore functional testing could not be performed due to the damage to the blade. Sample #3 was functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample #2 was found to be visually non-conforming with a damaged tip. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of the knives are coarse. Sample #1 was visually conforming but was unable to be functionally tested, therefore the root cause is unable to verify. Sample #3 was visually and functionally inspected and was conforming. Therefore a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife sample #2 is unknown, therefore specific action with regards to this complaint cannot be taken. No action was taken on sample #1 due to the damage of the sample prior to functional testing. No action was taken on sample #3 as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample #2, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).